Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during insertion.

Event description:
On 11/29/2021 it was reported by a sales representative via sems that an 5033-100, 5046-100, and 5030-000 had issue after being assembled. During a recent trochanteric nail surgery the 3 pieces for inserting the lag screw were assembled and after the removal of the handle it became impossible to disassemble. No patient affect.